Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 9 months.  The patient remains ongoing with the device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with an lvad. It was reported that the patient observed a driveline fault alarm on (B)(6) 2017 that resolved after the patient disconnected, then reconnected the driveline. On (B)(6) 2017 the patient reported a low flow alarm, and changed the system controller. On (B)(6) 2017, it was reported that another driveline fault alarm occurred. The patient exchanged system controllers. X-ray images reviewed by the manufacturer¿s technical services revealed an area of concern in the bend relief area near the controller-end connection. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a percutaneous lead (driveline) replacement. On (B)(6) 2017, it was reported that a driveline fault alarm occurred. On (B)(6) 2017 the manufacturer¿s technical services representatives performed a second distal end percutaneous lead (driveline) replacement. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Device evaluation: the replaced external portions of the percutaneous lead and the explanted pump were returned for evaluation. Approximately 8 inches and 17 inches of the external portion/distal end of the percutaneous lead (lead) from the percutaneous lead repairs performed on (B)(6) 2017, respectively, were returned for evaluation. Continuity and hipot testing performed on the segments did not identify any anomalies to the underlying wires that would have resulted in the reported event. The pump was returned assembled with the percutaneous lead severed approximately 10.5 inches from the pump housing and the distal end portion of lead, measuring approximately 17 inches in length was returned. Continuity and hipot testing were performed on the 17 inch distal end portion of lead, which did not identify any anomalies to the underlying wires that would have resulted in the reported event. Electrical continuity testing of the 10.5¿ pump end portion of the lead revealed that all wires were electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed a partially fractured black wire, less than 1 inch from the pump housing. Multiple underlying conductors of the black wire were broken and exposed. Further examination of the remaining wires in this area revealed an insulation breach in each of the brown, red, and orange wires. The underlying conductors of these wires were all exposed. The partial fracture of the black wire and insulation breaches of the brown, red, and orange wires appeared to be the result repetitive flexing of the percutaneous lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the black wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The fracture of the black wire and the insulation breaches of the brown, red, and orange wires had the potential to interrupt function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The breaches and fracture also had the potential to interrupt function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: patient underwent pump exchange for suspected driveline fracture on (B)(6) 2017.